Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all users was unable to authenticate to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the data base was large. The technical support specialist found that the e:/ drive on the database server had reached full capacity. Upon investigation using spacesniffer, it was found that the dsserverreports folder was consuming approximately 249.2 gb. The customer planned to apply an override from their side, and old backup files were moved to the d:/ drive, which reduced the e: drive usage from 100% to 89%. The tss contacted the customer and confirmed they were able to log in to the station. The customer was advised to increase the e: drive space in the future and gave permission to close the case. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all users was unable to authenticate to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.